Manufacturer narrative:
Other, one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a cassette not attached properly message. A cassette was attached during testing and the reported issue was able to be duplicated. The downstream occlusion sensor (dso) was faulty. The dso sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette is not attached properly. There was no patient involved.